Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that he was caught hiking in the rain. Customer did not hear fluid when shaking the device and did not see fluid under the lcd but condensation was found. The insulin pump was not dropped and did not have any cracks. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons functioning properly during testing however, moisture damage was found to the keypad traces during visual inspection. No button error alarm during testing. Moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. The device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.